Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. Internal capas have been initiated to evaluate reports of elevated wbc counts.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved a the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. The disposable set is unavailable for return for eval. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rfd indicate that the plasma line may have been partially occluded during a portion of the run. However, the signals are not conclusive. The occlusion of the plasma line causes the plasma line to no longer contribute to the platelet pump, which in turn causes the flow through the lrs chamber to be higher than the system expects, therefore causing some wbcs to escape and end up on the product bag. Signals indicate that the contents of the lrs chamber were likely cleared when the collect pump ramped up during the pca substate. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Other possible causes include kinked lines or a mfg defect. Investigation eval and corrective actions are in-process. A follow-up report will be provided.